Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and c-section (3). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental cavity") and tooth fracture ("tooth chipping"). On an unknown date, the patient experienced pain in extremity ("right/ left thigh pain"), abdominal pain ("left side of abdomen pain") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dental caries, amnesia, dysmenorrhoea, fatigue, weight increased, tooth fracture, pain in extremity and abdominal pain outcome was unknown and the nausea, alopecia and headache had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, dental caries, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient inserted essure on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), depression, anxiety, migraines / headaches, nausea ,dental cavity, memory loss, dysmenorrhea (cramping), fatigue, weight gain, hair loss, lower back pain, tooth chipping, fatigue, weight gain, hair loss, right/ left thigh pain, left side of abdomen pain, headache", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and c-section (3). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental cavity") and tooth fracture ("tooth chipping"). On an unknown date, the patient experienced pain in extremity ("right/ left thigh pain"), abdominal pain ("left side of abdomen pain"), headache ("headache") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the back pain and weight increased was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dental caries, amnesia, dysmenorrhoea, fatigue, tooth fracture, pain in extremity, abdominal pain and endometriosis outcome was unknown and the nausea, alopecia and headache had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, dental caries, depression, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient inserted essure on feb or march 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a34124 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added., event added as endometriosis and event outcome was updated as recovering for weight increased. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no: a34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and c-section (3). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental cavity") and tooth fracture ("tooth chipping"). On an unknown date, the patient experienced pain in extremity ("right/ left thigh pain"), abdominal pain ("left side of abdomen pain"), headache ("headache"), endometriosis ("endometriosis"), the second episode of alopecia ("hair loss"), tooth loss ("tooth loss"), flatulence ("gas") and memory impairment ("memory issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and weight increased was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dental caries, amnesia, dysmenorrhoea, fatigue, tooth fracture, pain in extremity, abdominal pain, endometriosis, the last episode of alopecia, tooth loss, flatulence and memory impairment outcome was unknown and the nausea and headache had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, dental caries, depression, dysmenorrhoea, endometriosis, fatigue, flatulence, headache, memory impairment, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, tooth loss, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient inserted essure on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Lot number: a34124, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event memory issue was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and c-section (3). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental cavity") and tooth fracture ("tooth chipping"). On an unknown date, the patient experienced pain in extremity ("right/ left thigh pain"), abdominal pain ("left side of abdomen pain"), headache ("headache"), endometriosis ("endometriosis"), the second episode of alopecia ("hair loss"), tooth loss ("tooth loss") and flatulence ("gas"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and weight increased was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dental caries, amnesia, dysmenorrhoea, fatigue, tooth fracture, pain in extremity, abdominal pain, endometriosis, the last episode of alopecia, tooth loss and flatulence outcome was unknown and the nausea and headache had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, dental caries, depression, dysmenorrhoea, endometriosis, fatigue, flatulence, headache, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, tooth loss, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient inserted essure on feb or march 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a34124; manufacturing date: 2012-07; expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events tooth loss and hair loss were added. Reporter from social media was added. On 23-mar-2020: social media received. Reporter information were added. On 23-mar-2020: social media: reporter were added. On 23-mar-2020: social media content received event gas and new reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and c-section (3). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("memory loss"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental cavity") and tooth fracture ("tooth chipping"). On an unknown date, the patient experienced pain in extremity ("right/ left thigh pain"), abdominal pain ("left side of abdomen pain") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dental caries, amnesia, dysmenorrhoea, fatigue, weight increased, tooth fracture, pain in extremity and abdominal pain outcome was unknown and the nausea, alopecia and headache had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, dental caries, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient inserted essure on feb or (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a34124 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.